Manufacturer narrative:
(B)(4). A device history/service history record review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an unknown alarm on a homechoice (hc) device. The issue occurred during automated peritoneal dialysis (apd) therapy while the hp was connected. The technical service representative (tsr) was unable to troubleshoot for the alarm as the hp powered off the device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history review previous device servicing did not cause or contribute to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.